Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a software calibration issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and performed a safety reset. It was also reported that the patient was in the shower receiving occupational therapy at the time of the incident. There was no patient injury reported as a result of this incident.